Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a care alert was triggered and the right ventricular (rv) lead impedance values were high and undefined on the high voltage coils and left ventricular pacing impedance configuration that utilized the rv coil. A rv coil lead fracture or connection issue with the cardiac resynchronization therapy defibrillator (crt-d) was suspected. The lead was programmed off and disconnected from the device. Upon disconnection, an issue with the device setscrew was observed only for the rv coil, as the setscrew could not be engaged with the wrench. The device was replaced due to the setscrew but the high impedance issue remained. An attempt was made to gain venous access to replace the rv lead, however, the left subclavian was occluded. The left ventricular (lv) lead was then programmed pace tip to ring and defibrillation detection was turned off. The rv lead was not replaced and remains in-situ. No patient complications have been reported as a result of this event.